Event description:
It was reported that the insulation at the tip of the unit appears to be peeling. It was further reported that the issue was discovered during inspection of the product at the account.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.